Event description:
The customer contact reported the device did not deliver. At an unspecified time channel a of the device was programmed to deliver leucovorin 580 mg/ 332 ml 5% dextrose/water, at a rate of 181 ml/hr, for a duration of 2 hrs and channel b of the device was programmed to deliver an unspecified concentration of oxaliplatin and deliveries were started. No further programming parameters were provided. After approximately 1 1/2 hrs, the nurse reported that the device the display indicated 231.617 ml had been delivered; however, the container on channel a was full. The customer contact indicated the volume expected to be remaining in the container was 101 ml. At that time, the nurse removed and reloaded the same tubing set into channel a and the delivery was resumed. After an unspecified length of time, the nurse noted the display indicated the medication was being delivered; however, no medication was being delivered. At that time, the tubing set was removed from channel a. Therapy was resumed using a replacement device and the same tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.